Event description:
Baxter received a report from a baxter technician to report the compella frame head of the bed is sometimes going down by itself. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the hand pendant needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: controls return to off or the neutral position when released. Make sure that the controls are in good condition and that the membranes are not worn or torn. Do the function checks. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed the hand pendant to resolve the reported event. Based on this information, no further action is required.